Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Per the instructions for use: perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, the presence of disease, tortuosity or rpresence of arterial wall dissection. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to deploy the thumb advancer was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous coronary intervention procedure. No femoral angiogram was taken. There was no scar tissue, calcification or tortuosity felt at the access site. Reportedly, there was difficulty advancing the thumb advancer and sheath splitting was not complete. Sheath carving occurred. The safety release mechanism was used to remove the device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.